Event description:
No additional information

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382523 and lot number 5037128 . The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that bd the following information was provided by the initial reporter: issue: the caregiver started an IV on a patient this morning. While placing the IV, I tried to activate the safety of the needle. The safety would not activate after multiple attempts. The needle was safely removed from the patients are and once removed the safety activated. The needle was safely discarded in a sharps contained. Was there injury? No

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.